Event description:
Customer reported that she received no delivery alarms multiple times. Customer stated she changed the battery and the infusion set and alarm is recurring during bolus. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer was unable to remove the set at this time to examine the cannula. She was explained there may be a possible site occlusion. Blood glucose value was 234 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.